Event description:
It was reported that during a lap cholecystectomy, the feeding mechanism was damaged. After this an er320 was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Results = damaged shroud top, jaw misaligned. Evaluation summary: the analysis results for the instrument found that it was returned with the jaws slightly misaligned and a piece of the top shroud broken off and missing. The instrument was cycled, fed and formed three conforming clips and four class iii scissored clips. No conclusion could be reached as to what may have caused the reported incident. The lockout was broken during analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.